Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The hemosplit biobloc fractured below the cuff. Additional information: the patient had to have surgery to retrieve the half that was left inside and it traveled to the heart.